Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer's medtronic diabetes therapy consultant reported via email that the patient was recently hospitalized for diabetic ketoacidosis. The customer's blood glucose level at the time of incident is unknown. The customer stated that scar tissue was blocking insulin delivery, which caused the high blood glucose levels leading to a 911 call. The customer called in afterwards to give more information on the hospitalization. Troubleshooting for high blood glucose levels was initiated, and troubleshooting for the insulin pump was declined. Customer was advised to call back if she noticed any issues with the pump or her blood glucose levels. No products were returned, replaced, or shipped.